Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the right femoral artery in a 66-year-old female presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's comorbidities, society for cardiovascular angiography and interventions (scai) shock stage, and additional therapies were not reported. During support, the provider reported that the impella cp was unable to achieve sufficient flow and expressed concern for potential pump failure or malfunction. An "impella position in aorta" alarm was present on the automated impella controller (aic); however, echocardiographic assessment reportedly confirmed correct device position. At the time of the event, the patient was also reported to be in pulseless electrical activity (pea) arrest and was receiving cardiopulmonary resuscitation (CPR). Additional impella operating parameters, including performance level, flow rates, and purge system data, were not reported. The patient subsequently expired while remaining on impella cp support. Based on the available information, a device malfunction cannot be excluded due to the reported inability to achieve sufficient flows despite echocardiographic confirmation of appropriate device position. However, the patient was undergoing pea arrest and CPR at the time of the event, which may have significantly affected native hemodynamics and device performance assessment. The patient's death is conservatively reported on the impella cp because the relationship between the reported device performance concerns and the patient outcome cannot be conclusively determined.